Event description:
The customer reported that the touch screen has fluid ingress on the lower right corner and the screen is inactive. No pt involvement.

Manufacturer narrative:
Additional manufacturer narrative. This supplemental report was identified as a late submission during a two year retrospective review of complaints and MDR¿s following receipt of an untitled letter issued by the FDA. The original date of awareness was reported as (B)(6) 2005. The information for this follow-up report was noted on (B)(6) 2015. Field service duplicated the problem. It was found that touch screen was not responding. The touch screen was replaced and a uvt test was run. The ventilator ran according to manufactures specs. There were no other problems found. The touch screen was returned to the carefusion failure analysis lab for evaluation. Visual inspection of the part revealed fluid ingress spots in the screen. It was installed in a known good unit and tested. The display powered up in service mode and initialized patient-user displays and colors with no problems. A display calibration per service manual l2859-101 was performed. The display interaction was successful and can be calibrated. No further actions were taken or required. Findings/root-cause: reported problem could not be duplicated but failed due to intermittent operation caused by moisture ingress between the membranes of the touchscreen. The failure was isolated to the touchscreen. This is a known issue that has been addressed through a change that has been implemented to the touch screen.

Manufacturer narrative:
Evaluation by the carefusion field service technician is anticipated but has not yet begun.